Event description:
A 69 year old with unstable angina underwent balloon percutaneous transluminal coronary angioplasty of diagonal branch. 10,000 unit of heparin used during the porceure, with activated clotting time of 216 seconds. Percutaneous transluminal coronary angioplasty completed and angioseal applied to right femoral puncture site, sheath size 7 french. Successful hemostasis for approx 30 mins, then hematoma formed rapidly with hemorrhage into scrotum. Unable to control bleeding with pressure and femstop device. Taken to surgery for repair of femoral artery. Anchor portion of device kept puncture site opened, preventing hemostasis. Anchor removed, and artery sutured closed. No further bleefing, and pt recovered post operatively.